Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the patient experienced vomiting blood. The parent took a fingerstick and the cgm reading was 195 mg/dl, and the blood glucose reading was 500 mg/dl. The patient was brought to the hospital by his parents and would have experienced diabetic ketoacidosis. The patient was treated with intravenous saline and fluids and was discharged after 2 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.